Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver functional test was performed and it passed all the relevant testing. The receiver log was downloaded and reviewed. During the log review, receiver shutdown due to battery low at 40%, 36%, 32%. And so on was observed. Over night discharge test was performed and passed. The receiver case was opened for an interior inspection and passed. Battery measurements were taken and it passed. The battery wrap was cut for further inspection and it failed. The reported event that the receiver ceased to function was confirmed during log review. The root cause was determined to be a damaged battery ic.